Event description:
The customer reported a ballooned silicone segment. The staff did not recall whether the set was used for an IV flush but stated it was not likely since a sodium bicarb infusion was being infused via that line. There was no report of any patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of a balloon in the silicone segment was confirmed per picture received by the customer. The silicone segment had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
Correction: initial reporter address.